Event description:
It was reported that a band leakage was found during a lap adjusable gastric band procedure. The band was torn during the insertion through the trocar, which triggered a leakage. According to the nurse there was no pre leak test done. A 15 mm trocar was used to insert the band through. No particular problems was identified. A new band was used to complete the procedure. The patient is fine.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. A review of the manufacturing process was performed, and it was noted that the device is 100% leak tested before release. Therefore it is unlikely that the issue was related to the manufacturing process. There were no anomalies noted during the manfucturing of the reported lot #.

Manufacturer narrative:
(B)(4). Puncture. The packaging, the port applier, the injection port with red safety cap and the band/balloon with 60cm of catheter and the one-way valve were returned for analysis. Upon visual inspection, it was observed that the balloon was torn on two(2) location. The first tear is 7mm in length, and localized at 1.5cm from the catheter connection. The second tear is 2mm in length, and localized at 1.8cm from the catheter connection. These tears were most probably performed by a grasper or sharp instrument. The event descriptions describes that the band was damaged on passage through the trocar. No functional test was performed, as result of the visual inspection. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process.